Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition of "heat" was confirmed during pre-assessment repair. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Device received from (B)(6) for servicing. During servicing the device was found to have an issue with heat. The device was not being used in surgery. There was no injury or medical intervention. There was no additional information provided.